Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the patient did not receive an alert from her dexcom receiver notifying her of her hypoglycemic state. The patient stated she was hospitalized twice for the same issue; however, the patient could not recall the exact dates and could not distinguish what injuries / event specifics occurred during which hospitalization. The patient reported she suffered (2) heart attacks and a brain bleed. The only treatment the patient could recall receiving was eliquis and b12. A side effect of her injuries was memory loss; therefore, the patient could not provide dexcom with any further event information. The patient did report that she now needs braces on both of her legs to walk, as well as a walker. No other patient or event details were available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code- 2493 - ischemic heart disease.